Event description:
The surgeon reported that during intraocular lens (iol) implantation, the lens broke. The incision was enlarged to facilitate removal of the iol. The surgeon indicated there was no adverse impact to the patient and the pt now has 20/20 vision.